Event description:
Boston scientific utilizes an upper control limit at 0.50% and a calculated upper control limit for reported incidents of this type. The observed frequency of reported incidents for this device has been 0.36% for the twelve month period that ended in sept, 2004.

Event description:
A vaxcel PICC was placed for therapeutic purposes in 2004. On 3rd day, a hole was noticed below the bifurcation near the entry site where the PICC line goes from two pieces of tubing into one catheter. The hole was external to the pt but near the access site. The PICC line was replaced.